Event description:
It was reported that a malfunction code appeared on the customer's device, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code appears again. The customer acknowledged the instructions.